Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. And facility name was changed to : the first affiliated (B)(6).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: were there patient consequences? If yes, please specify. No. H3 analysis summary: the product was returned to ethicon for evaluation. One open box with thirty-five representative unopened samples was received for analysis. Product code vcp346h. Upon the visual inspection of the received box, it was found that contained thirty-four foil packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packaging. In addition, it was noted that the foil packets were relabeled and the tab dispenser was removed from the box. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event, as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that during incoming goods checking, there were two packages of products less than expected in the box when just opened. There should be thirty-six packages of products in the box, but actually there were only thirty-four packages of products. There were no adverse patient consequences. No additional information could be provided.